Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 3 devices were received. 1 device was not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device fractured. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 5 reported events were confirmed. Evaluation results 5 devices were found to be affected by internal corrosion.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device fractured. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 7 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device or cutting accessory fractured. - 6 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.